Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was preparing to bring the system back in for a second spin when they found the image acquisition system (ias) in standalone mode and the mobile view station (mvs) reported a firmware mismatch. Troubleshooting included technical services recommending to reboot the system with the umbilical connected. There was less than an hour delay in the case. No impact on patient outcome. No further information was received. Additional information was received stating that the health care professional requested that the system be removed from the procedure before a reboot could be completed.